Event description:
Determined to be reportable based on analysis received 5/9/2006. It was reported that during a ptca procedure, the maverick otw balloon would not inflate after crossing the lesion. The lesion being treated was a calcified, 99% stenotic lesion in mid left anterior descending artery (mid lad). No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. The visual examination of the catheter revealed a leak in the balloon material located 6 millimeters proximally from the distal tip. Microscopic examination in the area of the leak revealed a small tear in the balloon material. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would contributed to the formation of the tear. The manufacturing records for top assemble batch 8267621 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.